Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding the implantable drug infusion device. The drug being delivered was 5 mg/ml dilaudid (hydromorphone) at 0.7798 mg/day. It was reported that the patient's pump started alarming and they were not feeling well, so the hcp had recommended the patient go to the ER today. The patient is in the ER and she has recommended the ER hcp to treat the patient like anyone with pain symptoms and to medically manage them with oral medications as needed. She believes the pump may be empty but they have not been able to interrogate the pump yet to confirm, which alarm is going off. She is unable to see the patient at the facility. They have scheduled a normal pump replacement on friday so they may have to have the patient go with alarming pump until then. She will provide this information to the office manager so they are in the loop. The caller was not with the patient. The patient was redirected to their healthcare provider to further address the issue. The patient's relevant medical history included recent open heart surgery in july (unrelated to device/therapy) so she was not a great candidate to get pump replaced earlier so they had to postpone it until this friday.